Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported which is a known cause of the reported alarm. The cause of the loose connection could not be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of four. The patient was connected at the time of the alarm. The patient stated the supply bag was not connected properly. The technical service representative (tsr) had the patient cycle the power on the homechoice. There was no patient injury or medical intervention associated with this event. No additional information is available.